Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 75% stenosed lesion was located in a moderately tortuous proximal right coronary artery (rca). The 4.0 x 12mm nc quantum apex balloon catheter was used to post-dilate a promus stent. The balloon was inflated to 9 atms and then it ruptured. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis, therefore product analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)